Event description:
Customer's wife reports back to back testing on the compact plus system with results of 169mg/dl and 59mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.